Manufacturer narrative:
Analysis results: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was distorted (oval shaped). Explant damage was noted on the bias cloth along the non-coronary and left outflow rails, to the back of the non-coronary left stent post. All leaflets were slightly stiff but flexible except where host tissue extended along the inflow margin of attachment. Tears and abrasions in the lunula of the left and right cusps appear to be due to contact with the bias cloth along the outflow rail adjacent to both cusps. One tear in the right cusp adjacent to the right non-coronary stent post appeared to have increased in size during explant. The non-coronary cusp appears intact. The left right and right non-coronary commissures were intact. Tiny tears on the top of the non-coronary left commissure appear to have occurred during explant. Remnants of pannus line all cusps along the tissue and base stitching, to the inflow margin of attachment and one to two mm onto the inflow of all cusps. Traces of pannus are observed along the sewing ring and stent posts on the outflow. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows a trace of mineralization in the right non-coronary commissure. Radiography showed slight distortion in the stent adjacent to the non-coronary left stent post. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the reported stenosis/high gradient measurements could be attributed to stent/valve distortion during implant. Also, the distortion could lead to the leaflets contacting the bias cloth that could cause the cuspal tear and led to pvl. (B)(4).

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, the patient experienced worsening dyspnea and orthopnea. An echocardiogram revealed high gradient measurements (peak gradient measurement was 58 mmhg and mean gradient was 28.7 mmhg) along with stenosis and paravalvular leak (pvl) with severe aortic insufficiency. It was noted that a replacement procedure was scheduled for one week later; however, the procedure was delayed one month due to the patient having other health conditions (not valve related) that made it unsafe to proceed with the replacement. No adverse patient effects were reported. Additional information was received that this valve was explanted three years post-implant and replaced with a new freestyle valve. Upon explant, the physician noted there were two small perforations, one in the non-coronary cusp and one in the left cusp, no other visual observations were reported. One day post operatively, the patient decompensated and was brought back to the operating room for surgical evaluation. Upon evaluation, no issues were found related to the valve replacement procedure. No additional adverse patient effects were reported.